Manufacturer narrative:
This report is submitted on may 23, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new device during the same surgery.